Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted sheathless into the patient's right femoral artery. Counterpulsation was initiated and within five minutes blood was found in the helium tubing. As a result , the iab was removed and another iab was inserted into the patient's left femoral artery. The patient outcome is stable. There was an approximately 5 to 10 minute delay / interruption in intra-aortic balloon pump (iabp) therapy. The delay did not cause harm to the patient. There were no reported patient complications, injury or surgical intervention required. The pump used was not an arrow pump.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr rediguard iab. The short driveline tubing was connected to a non-arrow / teleflex 40cc inflation driveline tubing. The iab hemostasis cuff was connected to the cathgard. The one-way valve was tethered to the short driveline tubing. Blood was observed on the exterior of the bifurcate and on the interior of the bladder membrane, outer lumen and driveline tubing. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer end. Resistance was noted at approximately 20.8cm and 25cm from iab luer end. The swg could not advance at approximately 27.4cm. Some blood on the swg was noted. The swg was back loaded through the iab distal tip. Resistance was noted at approximately 43.5cm from iab distal tip. The swg could not advance at approximately 47.4cm from the iab distal tip. Some blood on the swg was noted. See other remarks section for continuation.other remarks: the iab was not able to be aspirated and flushed using a 60cc lab-inventory syringe because of a blockage within the iab central lumen. Multiple attempts were made to clear the iab central lumen. No abnormalities were noted when observing the area of the blockage in the iab central lumen. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.conclusion: the reported complaint of blood in helium pathway is confirmed. No holes or leaks were able to be detected during functional testing, and the device continuously passed leak test. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted sheathless into the patient's right femoral artery. Counter pulsation was initiated and within five minutes blood was found in the helium tubing. As a result , the iab was removed and another iab was inserted into the patient's left femoral artery. The patient outcome is stable. There was an approximately 5 to 10 minute delay / interruption in intra-aortic balloon pump (iabp) therapy. The delay did not cause harm to the patient. There were no reported patient complications, injury or surgical intervention required. The pump used was not an arrow pump.